Event description:
Analysis of the returned generator was completed. Results of diagnostic testing indicated the device was operating properly. Multiple interrogations were successful during each attempt. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. Review of the as received download data did indicate that an impedance measurement was performed on the event date. This would indicate that the generator was programmed during the attempted implant. An impedance measurement is only performed when the device is programmed to deliver an output or a diagnostic test is performed. There were no adverse functional, mechanical, or visual issues identified with the returned generator. While the implanting surgeon alleged that he was unable to interrogate the device using two different programming systems, the neurologists stated that there were no issues with either programming system.

Event description:
It was reported that during prophylactic generator replacement the new generator was unable to be interrogated. A second generator was opened and was able to be interrogated so the second generator was implanted. The generator was received for analysis. Analysis of the generator is underway, but has not been completed to date.